Event description:
Patient came back from ir [interventional radiology] and was found to have nephrostomy tube disconnected. Looks like it became detached at the y junction. Physician notified and tube clamped and sterile gauze placed on end.